Event description:
It was reported that the patient was no longer receiving any relief from the indirect decompression (ID) spacer. The patient did not report any device issues. The patient underwent an explant procedure and the spacer was explanted. The procedure was completed successfully. The explanted spacer was disposed by the medical facility and will not be returned for analysis.